Manufacturer narrative:
Internal insulation abrasion was noted at 1.3cm from the distal tip. Abrasion to the ring electrode was noted due to bending of the distal tip. Internal insulation abrasion due to a severely bent tip abrading through the insulation was noted at 1.0cm from the distal tip; the sensing conductor was fractured at this location due to friction against the ring electrode. This is consistent with the observation from the field of noise, loss of capture, and high pacing lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the ER having received inappropriate shocks due to noise. Device interrogation revealed high ventricular capture threshold and high pacing lead impedance. Noise was reproducible with isometrics. The lead was explanted and replaced.